Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their therapy had been off and also reported it was not really working right. The patient reported they were traveling and they were on a specific type of medication so they had to have a lot of mris. The patient reported therapy had been off and wouldn't come back on because they could not connect. The patient provided event date as about a month and a half ago and reported it had gotten to where their bladder would not empty. The patient reported they had been getting "cannot locate" when trying to connect. The agent reviewed general use of external devices and how to connect with the patient's implant. The patient initially reported getting "communication in progress" on the call and stated it had not been doing that for the past 2 hours. The patient successfully connected with their implant on the call and confirmed therapy was off. The patient turned therapy on and stated they could feel their toes curling. The patient stated when they decreased stimulation from 0.5 to 0.4 they did not feel stimulation at all. The patient increased stimulation back to 0.5 and stated they felt stimulation in the bicycle seat area but also it was making their toes curl a little. The patient mentioned when they were in the doctor's office they were told it would do that. The agent reviewed stimulation expectations. The agent offered to assist the patient with changing programs but the patient stated they wanted to leave therapy at this setting. The patient confirmed they were comfortable making therapy adjustments on their own. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if the issue persisted. The patient mentioned they had moved and did not have a managing healthcare provider. The agent emailed patient physician listings per the patient's request. They were transferred to device registration to update the patient's address.